Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for syncope and blurred vision accompanied by power elevations, inr 3.0, and elevated lactate dehydrogenase ldh. The pt experienced similar power elevations 3 months prior. The echo was interpreted as being normal with no significant ai and no abnormal findings. The left ventricle (lv) diameter varied appropriately with pump speed changes. The pt was administered medication. There was no change noted in the pump parameters. The pt's system controller was exchanged with little change in the pump parameters. Some fluctuations in power were noted in the system controller log file. The reported speed drop was noted to be due to a temporary command to stop pump. The hospital is not sure if the pump stop button was accidentally pressed during the ramp study. An x-ray was taken and there was no unusual finding. The pt was discharged 4 days later with medication. The pt's highest lactate dehydrogenase (ldh) was 464 but was trending down to 291 when he was discharged.